Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic procedure, the device did not fire. The surgeon was unable to press the green button and squeeze the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photographs of a device. A visual inspection of the returned photos noted that the jaws of the reload can be seen open. No device abnormalities can be seen in the returned photos. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic lower right lobectomy, the device did not fire. The surgeon was unable to press the green button and squeeze the handle. Another reload was used to complete the case. There was no patient injury.